Event description:
The us complainant had a cp pump (of unknown/undocumented s/n) that failed to deliver. The team was unable to deliver across and through the aorta. The team instead made the decision to implant an iabp (intra-aortic balloon pump) . Cp was aborted due to anatomic limitations.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely due to patient condition.